Event description:
Procedure type: esophagogastrectomy (laparoscopic ivor lewis) according to the reporter: surgeon's were performing a laparoscopic ivor lewis using the (B)(4) and orvil 25 instruments. When they attempted to create the circular anastomosis using the orvil, they were unable to connect the orvil to the instrument. It was not click into place. They tried to attach it on numerous occasions, but were unable to. Eventually they decided to create a thoracotomy and used the anvil of the (B)(4) instrument to create the circular anastomosis. The anvil clicked into position first time and the anastomosis was created.

Manufacturer narrative:
(B)(4).